Event description:
It was reported that an asymptomatic patient presented in clinic for post implant device check; the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced on (B)(6) 2017. The patient was stable throughout the procedure.